Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Removal of a size 50 tritanium cluster cup, surgeon felt that the cup was loose.

Manufacturer narrative:
An event regarding a loosening of a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for investigation. -medical records received and evaluation: no patient medical records were provided for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Removal of a size 50 tritanium cluster cup, surgeon felt that the cup was loose.